Event description:
This pt received a gore tag thoracic endoprosthesis for trauma suffered from a bicycle accident. A reintervention was performed for collapse of the tag device in the aortic arch (therapy unknown). Currently the pt is doing well.